Event description:
It was reported that over the past two months, the pt has complained about intermittencies which have appeared more and more frequently. Another audio processor was tried as it was believed to be the source of the intermittencies, but the new ap did not improve the situation and the pt reported not hearing anymore with his ap. On (B)(6), 2007 the pt was seen by a vibrant med-el member of staff. Another ap was tried and an rtf integrity test was carried out but there was no measurable output and no amplification was perceived by the pt.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.